Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. The dentist found the patient had complaints of cold sensitivity and pressure discomfort in their lower anterior teeth. Upon examination it was discovered a class ii mobility on teeth #25 and #26 with gingival recession. Patient has significant crowding on upper and lower anterior teeth. It is the dentist opinion that without interproximal reduction or traditional ortho treatment patient does not have enough room to move the teeth and aligner properly. Dentist recommendation is to discontinue aligner treatment and seek an in office dental treatment in order to utilize proper interproximal reduction in order to move the teeth properly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.